Event description:
The complaint/event involved a bomba de infusión plum 360¿ compatible con ICU medical mednet¿ that reportedly turned off and interrupted a cytostatic medication treatment for a pediatric patient (102 cm tall) in the day hospital. The child¿s parents were in the room and noticed the issue and warned the nurse. Due to the pump not working anymore, the personnel were forced to change the equipment to another pump, losing the data of volumes of cyclophosphamide infused and volumes to be infused in the patient, so when a new pump was reprogrammed, the programming was not clear. The pump was removed so that an investigation can be carried out. There was a delay in therapy, there was no adverse event, and no one was harmed as result of the event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The pump will be returned to the service center for further investigation. The pump shows a code n252 (depleted battery) in the error history, the pump works correctly connected to alternating current (ac). The battery is changed and all product complaint investigation (pci) and device history review (DHR) tests are performed. The pump passed all the pci tests correctly. The reported issue was confirmed and is likely related to a defective battery.